Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
No longer attached to the hand piece - oral-b [device breakage]. Brush head of oral-b genius 10000n toothbrush comes loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head of their oral-b genius 10000n toothbrush came loose when they brushed their teeth and it was no longer attached to the oral-b toothbrush hand piece. No injury was reported.

Event description:
No longer attached to the hand piece - oral-b [device breakage]. Brush head of oral-b genius 10000n toothbrush comes loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head of their oral-b genius 10000n toothbrush came loose when they brushed their teeth and it was no longer attached to the oral-b toothbrush hand piece. No injury was reported. 07-sep-2023 case update: the suspect product lot was bc901290418. No injury was reported. 08-sep-2023 case update from information initially received on 07-sep-2023: the concomitant product was oral-b power oral care refills sensi ultrathin eb60. No injury was reported. 20-oct-2023 case update from information initially received on 07-sep-2023: the concomitant product lot was d2235. No injury was reported.

Manufacturer narrative:
18-oct-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.